Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11/+6/10 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles.

Manufacturer narrative:
Lens description is -11.0/+6.0/140 (sphere/cylinder/axis). Vault value prior to explant was reported as 1500 um. The lens was exchanged for a shorter same model lens with post-op vault value of 1 mm and no reported patient issues. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was bent. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4). Corrected data: report source is distributor, not user facility. (B)(4).